Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 500 mg/dl at the time of incident and in intensive care unit was 152 mg/dl, current was 303 mg/dl other were 284 mg/dl, 350mg/dl. She had ketones, while in the hospital she had insulin flow blocked. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer stated that the insulin pump did not the cause of the higher blood sugar and other health issues like oral surgery and ulcer bleeding discovered during this hospitalization was contributing factors. Customer was treated with intravenous insulin drip. Customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.